Event description:
Siemens was informed on (B)(4) 2013 that the varian treatment interface used with rt therapist (B)(4) 2.3.33 in connection with the oncor linac system allowed treatment table movement after the first segment field was treated. Reportedly, the treatment table movements occurred during auto field sequencing for three pts that resulted in mistreatments.

Manufacturer narrative:
Siemen's investigation into the reported occurrence reveals that the table movement happens due to workflow errors that occurs when varian treatment is connected to siemens oncor linac systems. However, siemens linac system operated as specified according to the treatment information received from varian treatment and (B)(4) 2.3.33. The reported information has been forwarded to varian for investigation.